Event description:
As part of an investigator initiated study, a spreadsheet was provided indicating that the patient's left knee underwent an mua at an unknown date. Post (primary)-op complication reported as 'instability.' Mua was performed on (B)(6) 2014.

Manufacturer narrative:
The following devices were also listed in this report: device name# triathlon p/a ps beaded #8l; cat#5516f801; lot# unknown. Device name# tritanium bplate triathlon s7; cat#5536b700; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.